Manufacturer narrative:
(B)(4). Device evaluation: returned for evaluation was a 30cc 8.0fr narrowflex iab. Upon return the sheath was attached to the cathgard. The iab assembly had the pressure line attached to the luer. Blood was observed on the exterior of the bladder, bifurcate, sheath hub and on the interior of the sheath sidearm, short driveline tubing, pressure line and bladder membrane. A large amount of blood had clotted and dried within the bladder membrane. The one-way valve was tethered to short driveline tubing. Blood was observed within the one-way valve. The bladder was loosely wrapped. The one-way valve was tested and failed. A vacuum was pulled on the iab and it immediately lost pressure. This was repeated five separate times with similar results. It was noted that dried blood was observed within the one-way valve. Under microscopic inspection, abrasions were noted starting at approximately 5.2cm from the iab distal tip to approximately 6.1cm from the iab distal tip. A full thickness abrasion was observed at approximately 5.5cm from the iab distal tip. See other remarks section for continuation. Other remarks: the abrasions to the bladder membrane were confirmed and the appearance was consistent with repeated contact with calcified plaque on the aortic wall. Punctures were noted at approximately 5.6cm from the iab distal tip and at approximately 7.2cm from iab distal tip. The punctures were confirmed and the appearance is consistent with contact with a sharp. The distal tip was found withdrawn within the bladder membrane and under microscopic inspection it was apparent that the distal tip was separated from the bladder membrane. The distal tip separation most likely occurred during removal or post removal since the iab was in use for four days and punctures were confirmed found on the iab bladder. The leak test could not be performed due to the punctured bladder and distal tip separation. A lab-inventory 0.025 inch spring wire guide (swg) was front loaded through the iab luer end and met resistance at 15.5cm. The swg then exited through the iab through distal tip while excreting blood through the distal tip before exiting. Blood exited with the swg. The swg was back loaded through iab distal tip. No resistance was noted. Blood exited with the swg. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the swg into either end. Another attempt to aspirate and flush the catheter was successfully completed after clearing the blood clot. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. The iab bladder had a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded areas is consistent with repeated contact with calcified plaque on the aortic wall.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via an 8fr. Sheath into the patient's right femoral artery. The patient received intra-aortic balloon pump (iabp) therapy for four days. Per the frontline staff the pump alarmed (alarm 2) and pink bloody fluid was found in the helium line. The iab was removed and the patient did not require another iab; patient iabp therapy had ended. There was no reported patient death, injury, or complications. There was no reported delay or interruption in therapy. Pump strips were generated but are not available for review. The x-rays are not available for review. The patient outcome is listed as good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via an 8fr. Sheath into the patient's right femoral artery. The patient received intra-aortic balloon pump (iabp) therapy for four days. Per the frontline staff the pump alarmed (alarm 2) and pink bloody fluid was found in the helium line. The iab was removed and the patient did not require another iab; patient iabp therapy had ended. There was no reported patient death, injury, or complications. There was no reported delay or interruption in therapy. Pump strips were generated but are not available for review. The x-rays are not available for review. The patient outcome is listed as good.